Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition). We received the valve inserted in an unknown liquid. Result: first we performed a visual inspection with the paedigav. The investigation revealed that the valve has except for scratches none no deformations or other abnormalities. In the further course of the investigation, we tested the permeability of the paedigav. The test results that the valve was not penetrable. Given the fact that during the treatment with shunts the following complications may arise: infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage, we decided to dismantle the valve. Inside the valve we found slight deposits of protein, however we found very strong deposits in the nozzle the inlet side. Perhaps the deposits could have influenced the function in the past. There is no failure detectable with this paedigav at the time of delivery. No further actions required.

Event description:
According to the complainant a paedigav was blocked postoperatively. The patient was implanted on an unspecified date. About 9 years later, it appeared to have blockage. The flow was seen slightly but almost blocked. The valve was explanted and returned to the manufacturer for evaluation. Further details were not provided. Height: 125 cm.